Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported that there were no follow up appointments scheduled prior to the revision. The implantable neurostimulator (ins) had been reprogrammed to use electrode 11. It was unknown when the revision was scheduled for, but it was soon.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the strange impedances was unknown. The patient experienced a change in stimulation and a loss of therapeutic effect. The results of the x-ray were okay and no anomalies were found. A tc scan was done and no anomalies were found. The implantable neurostimulator (ins) was reprogrammed to use electrode 11 and this improved therapeutic effect. The patient's health care provider (hcp) was planning a system revision since therapeutic effect was not constant. The patient was fine at the time of this report.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient was hospitalized due to apathy and aggressive behavior and strange impedances were measured. During a device follow up appointment on (B)(6) 2017, the hcp measured high and low therapy impedances and impedance electrode 10 was greater than 40,000 ohms. Impedances were measured again on (B)(6) 2017 and there were all okay. The hcp ordered an x-ray of the deep brain stimulation system. The cause of the event was unknown. No surgical intervention was taken or planned. The issue was not resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that it was unknown what was planned to be done during the revision and the revision had not been scheduled yet.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37086, implanted: (B)(6) 2016, product type extension .

Event description:
Additional information received from a manufacturer representative reported that an impedance test during the revision found the right extension was broken. Impedances were measured to be greater than 40,000 ohms on c-10, 8-10, 9-10, and 10-11. The implantable neurostimulator (ins) was programmed to c+, 2- at 3.0v, 60 usec, and 130 hz on the left side and c+, 11- at 3.0v, 60 usec, and 130 hz on the right side. The extension was replaced, but the broken extension was not able to be explanted. After the extension was replaced, impedances were measured to be within normal range.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the lead revision was scheduled for (B)(6) 2017. It was unknown if the lead would be explanted during the revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.